Event description:
While troubleshooting coulter epics xl-mcl 4 flow cytometer, the field service engineer (fse) noticed a burning smell after installing a new laser power supply. The fse did not report flames, arcing or shock. A fire extinguisher was not used nor was the fire department called. No erroneous results were generated or reported outside of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The instrument was giving error messages of "laser start error" and "laser power error." The field service engineer (fse) examined the laser system and heard a strange sound in the laser power supply when starting the laser. When the sound occurred, the laser was unable to turn on. The fse installed a new power supply that initially performed without any anomalies for the first few tests. The laser was also on without any strange noises, but a burning smell occurred thereafter. The fse reinstalled the old laser power supply and the laser turned on without any anomalies. (B)(4).